Event description:
While plugging in the stryker suction irrigator, the machine started to make a humming noise and was leaking. When the surgeon tried to use it outside the patient, it was not functioning properly. It was then disconnected and replaced with a different machine. While it was the same type of equipment, both machines had different lot numbers. Even when the suction irrigator was not attached to a fluid bag or suction, it was still making noises. The nurse removed the batteries from the holding compartment and noted that they felt hot to touch. Reporting from the packaging that was brought to reporter. Only have one lot number.